Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found a high alarm displayed: cassette not attached properly. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was a bad downstream occlusion (dso) sensor. The dso sensor was replaced. Additionally, error code 46440 was found on the pump. Upon further investigation, the upstream occlusion (uso) seal was buckled. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant "cassette not attached properly. Reattach cassette." Alarm. There was no patient involvement.